Event description:
It was reported that during a procedure to treat a shunt in an unspecified vessel, a fox sv balloon catheter was advanced without resistance for dilatation; however, the balloon ruptured on the first inflation at 20 atmospheres. The fox sv balloon catheter was withdrawn from the patient anatomy and a new fox sv was used successfully for dilatation. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the incorrect device was returned for evaluation and the complaint device was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.